Event description:
Per the customer the device was inaccurate during a procedure, the device displayed an error stating registration had failed and patient anatomy landmarks had been compromised. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device log files were not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
Per the customer the device was inaccurate during a procedure, the device displayed an error stating registration had failed and patient anatomy landmarks had been compromised. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.